Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "no impact reported" (no consequences or impact to patient). Product problem(s): "dull knife blade" (dull). The customer reported that a dull knife blade was experienced during a procedure, but no patient harm occurred. Additional information was requested.